Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by turbid effluent. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment with unknown medication (route, medication, dosage, frequency, and duration not reported) as an outpatient for the peritonitis. Physioneal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.